Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was apparent explant damage, and blood was noted on the helix mechanism and proximal conductor (not obstructed).

Event description:
It was reported that there were sensing difficulties and no pacing output in the device. It was also reported that the right ventricular lead caused muscle/nerve stimulation, was not capturing, and had become dislodged. It was also reported that the patient experienced episodes of syncope and that his heart "stopped" multiple times prior to the pacemaker replacement. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was apparent explant damage, and blood was noted on the helix mechanism and proximal conductor (not obstructed).

Event description:
It was reported that there were sensing difficulties and no pacing output in the device. It was also reported that the right ventricular lead caused muscle/nerve stimulation, was not capturing, and had become dislodged. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.